Event description:
It was reported that coating issue occurred requiring intervention. The stenosed target lesion was located in the superficial femoral artery and popliteal artery. A 200cm, 8cm poly tip v-18 control wire was selected for use. During the procedure, it was noted that guidewire coating came off along the distal shaft in the patient. Under fluoroscopy, it was observed that the coating remained in the patient and was retrieved with a snare. No device fragments were left inside the patient after retrieval. The patient complication of erosion was reported.

Manufacturer narrative:
Additional event and patient details were not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. If additional details become available, a supplemental report will be submitted.